Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels between 542-562 mg/dl; cause unknown. Customer administered a correction injection to address the bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.